Event description:
It was reported that the signal on the right atrial (ra) lead had been fluctuating in amplitude, possibly since implant. It was also reported that the ra lead had been somewhat dislodged/microdislodged since implant. It was thought that a shock may have shifted the atrial lead which resulted in a decrease in impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #(B)(4). The full lead was returned, analyzed and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. It was noted that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).